Event description:
The manufacturer received information alleging a ventilator was not charging. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not charging. The ventilator was returned to a third party service center and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation the device would not power on. The device's software was reloaded to address the issue.